Manufacturer narrative:
Serial #; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.s

Event description:
It was reported that the medical professional had issues interrogating generators. Further information was received indicating that the wand battery was replaced and the connections were secured, but the communication issues persisted. The usb cable was replaced and then the system functioned properly. Return of the suspect usb cable is expected, but it has not been received to date.

Manufacturer narrative:
Date received by manufacturer: the previously submitted emdr#3 inadvertently provided the wrong aware date for the supplemental information for the event. (It should have been 08/01/2016 instead of 01/08/2016).

Event description:
Analysis of the returned cable confirmed a disconnected wire connection at the db9 interface of db9 to usb serial adapter communication cable which appears to be cable stress-related. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The suspect cable was received by the manufacturer. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
UDI# (B)(4).